Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and enterocele repair due to stress urinary incontinence, vaginal vault prolapse, cystocele, and enterocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2006 to treat vaginal vault prolapse, cystocele, enterocele and stress urinary incontinence. Post implantation, the patient experienced recurrence pain, erosion, extrusion, infection, urinary problems, bleeding, and dyspareunia. No additional information provided at this time. (B)(6). (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.